Event description:
It was reported that the power was low, and the debris shield and fiber were damaged. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that the power was low, and the debris shield and fiber were damaged. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
The console was evaluated by a field service engineer (fse) at the customer's site. During functional evaluation of the console, the reported low power and debris shield issue were confirmed. The fse replaced the lens and tested it normally, restoring console functionality. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.